Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of the loop being fractured. The device was received with the loop connected on one of the two stabilizing tubes. The detached end of the loop wire was noted to be uneven and deformed. The opposite end was also fractured but remained connected to the stabilizing tube. The distal end of the stabilizing tube holding the loop wire was chipped. Based upon the results of the investigation, it appears the device was subjected to excessive force during use. The device is being forwarded to the original equipment manufacturer (OEM) for additional investigation. If significant additional information is received, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the device broke during surgery and all of the pieces were retrieved. The procedure was reportedly completed with a different, but similar device. Multiple attempts were made to obtain additional detailed information regarding the reported event, but no detailed information was provided by the user facility.